Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for gripper line knot can include, but not limited to, manufacturing anomalies or procedural conditions/user technique during gripper line removal. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot identified no other incidents reported for knots from this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, knots in the gripper line may be influenced by user technique such as the unwrapping technique of the gripper line, and/or removal technique of the gripper line. The information provided stated that the gripper lines inadvertently became tangled and created a knot during the gripper line removability test. Therefore, based on the information reviewed, the reported gripper line knot appears to be related to user technique/procedural conditions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed for the knot found on the gripper line, which required cutting of the knot to continue with deployment. The cutting of the knot is considered intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, and an anterior leaflet prolapse. During use with the clip delivery system (cds), the gripper lines became tangled and created a knot during the gripper line removability test. There was no use of excessive force or speed during the removability test and no resistance was noted during gripper line removal. The physician cut off the knotted part of the gripper line and continued with successful deployment of the first clip. A second clip was then deployed reducing the mr to 1 without further incident. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.